Event description:
(B)(4). Hair loss, constant headaches, no menstrual for a year and then heavy menstrual, cramping, extreme fatigue, had two large cysts on my fallopian tubes ( which had to be surgically removed taking one ovary and both tubes).